Manufacturer narrative:
Insulet corporation is submitting this MDR that was previously included in the q1 2015 alternative summary report (asr). This MDR is being re-submitted after the 30 day requirement due to erroneous inclusion in q1 2015 asr. This error was communicated to FDA on july 31st, 2015 when we submitted a request for permission to submit a retrospective summary report (rsr) under 21 cfr part 803.19. FDA declined insulet participation in the rsr program in a decision dated august 26, 2015 and emailed on september 3, 2015. As a result, insulet is committed to complete these corrections through this submission. The returned device was evaluated and the reported malfunction was confirmed. The root cause was determined to be the tab crimped/stamped to the linkage assembly was found broken which this confirms to be the cause of the non-deployment and potentially contribute to the reported hyperglycemia. The spring provides force for the linkage to sway and deploy the needle mechanism to insert the soft cannula which that did not occur. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer report that his blood glucose level reached 26mmol/l (468mg/dl) after wearing the pod between 4 and 24 hours. The patient was hospitalized with large ketones and he indicated the needle only partially extended.